Event description:
A nurse reported the intraocular lens (iol) was explanted due to the pt's complaint that he could not tolerate lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot. Add'l info was requested on 03/14/2008. Add'l info was received.